Event description:
Boston scientific received information that the device was explanted over one and a half years later. The device was returned and will undergo analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that one and a half years ago the presented the physician's office with a heart rate in the 40 bpm range and a right ventricular (rv) lead insulation issue. At that time the physician opted to program the device to aair 70 since the original indication for implant was sick sinus sydrome. At the current device interrogation, the patient stated he has a heart rate of 40 bpm in the mornings and complained of lightheadedness. It is thought that the patient may have intermittent congestive heart block. The physician is working with the patient to schedule a rv lead revision in the near future. It is unknown why the patient's heart rate continues to be lower than the programmed lower rate limit of the device. No additional adverse patient effects were reported.